Manufacturer narrative:
Unit passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. On the other hand, pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. (B)(4).

Event description:
The customer reported via phone call that the they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the battery cap was damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.